Manufacturer narrative:
The insulin pump passed the unexpected restart test with no error alarms noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm was noted. The insulin pump had minor scratches on the display window and a cracked belt clip slot at the battery tube threads area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer called to report the piston in the insulin pump was getting stuck. Blood glucose reading was 107 mg/dl. The customer has not used this insulin pump since (B)(6) 2013. Customer has been using his son's insulin pump. Troubleshooting was performed. Explained that the insulin pump experienced a unexpected restart due to it not being in use for an extended period of time. Advised that the insulin pump will be replaced. Nothing further reported.